Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the output connector assembly of the epg was broken. The hanger assembly was broken. The encoder assembly was contaminated. Two knobs were contaminated. The lower case was broken. The display wires were pinched, wire insulation was exposed. The hanger screw was contaminated. Two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturers analysis. There was no patient involvement.